Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.550 ohms. The acceptance criterion for this test is < 0.1 ohm. The infusion pump also failed the 8 psi occlusion test, recording a pressure of 16.560 psi which is outside the acceptable range of 0 to 16 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure modes were confirmed during testing. The power filter module was replaced, and the occlusion failure was successfully resolved by recalibrating the 8 psi calibration value from 373 to 385. The probable causes were determined to be component failure and an out-of-calibration condition. Replacing the power filter module resolved the ground issue, and the ground resistance test subsequently passed with a measured value of 0.013 ohms. The device also passed the 8 psi occlusion pressure test at 3.690 psi, which is within specification. CAPA-34 and CAPA-15 were initiated to investigate the root cause of the ground resistance test failure and 8 psi occlusion test failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 8 psi occlusion test, recording a pressure of 16.560 psi, which is outside the acceptable range of 0 to 16 psi. The pump also failed the ground resistance test, measuring 0.550 ohms. The acceptance range for this test is < 0.1 ohm. No patient involvement was reported.